Event description:
In 2009 at cook gunther tulip ivc filter was placed. When the pt presented for ivc filter removal in 2017. It was determined the filter was fractured, presented and tip embedded before a removal attempt was made. The filter and 2 fractured were removed. A third fractured component was not removed because it was intravascular.